Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. The physician reported the lead was revised due to noise or the lead configuration had been switched to unipolar for an unknown reason. The replacement lead was programmed to bipolar configuration. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.